Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-28. H6: investigation summary four photos of the phaseal n35 injector from batch 2007011 and one sample involved in the event were received for investigation without decontamination. (Only the sample is inspected from outside of the bag due to contamination). Upon visual inspection of the injector in the photo and the sample it can be concluded: the luer lock portion of the injector remained on the luer lock portion of the syringe. A review of the device history for lot 2007011 was performed and no deviations or non-conformances were identified during the manufacturing process that could have contributed to this problem. The product undergoes a series of visual and functional evaluations throughout manufacturing, including verification that all critical dimensions are within specification. We have reviewed the testing of lot 2007011 and have not identified any issues related to the reported incident. Based on our investigation and evaluation of the sample, we are unable to identify a root cause related to our manufacturing process at this time. Complaints received for this device and the reported condition will continue to be tracked and trended. The information will be collected in trend reports and monitored on a monthly basis. H3 other text : see h10.

Event description:
It was reported injector luer lock n35 damaged, causing leakage. The following information was provided by the initial reporter: "after inserting the bd n35 injector into the appropriate bd phaseal protector (p50), the end of the n35 injector snapped in the bd phaseal protector (p50). As a result of the injector breaking, liquid from the vial leaked out, causing exposure to our staff of the cytotoxic natalizumab as well as contaminating the medicine vial beyond further use."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported injector luer lock n35 damaged, causing leakage. The following information was provided by the initial reporter: "after inserting the bd n35 injector into the appropriate bd phaseal protector (p50), the end of the n35 injector snapped in the bd phaseal protector (p50). As a result of the injector breaking, liquid from the vial leaked out, causing exposure to our staff of the cytotoxic natalizumab as well as contaminating the medicine vial beyond further use."